Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. Senior medical affairs specialist spoke with the pt in march 2004 to obtain additional information. The pt reported obtaining results such as 161 mg/dl, 171 mg/dl, 195 mg/dl, 146 mg/dl, and 179 mg/dl on their meter, while their blood glucose levels usually were between 105 mg/dl and 129 mg/dl. Due to the elevated blood glucose readings pt decided to visit their physician's office. Pt was not tested or treated, however, they was prescribed actos in addition to their daily regimen of glucovance. The customer service representative confirmed that the test strips and control solution were within expiration and the test strips were in good condition. The meter failed two consecutive control solution tests. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter and testing supplies were replaced.